Event description:
The pt was scheduled to receive a trial system on (B)(6) 2011. During the procedure, the surgeon successfully placed the first lead at t7-t8. The physician attempted to place the second lead by entering the epidural space to the right a l2 with the epidural needle. Positive csf was returned so the physician removed the placed lead and performed a blood patch. The pt was transported to the emergency room, then discharged the same day after a second blood patch was successfully completed by the physician. Pt reported moderate positional headaches. Follow-up on the pt indicated she had no complaints of headache but mentioned soreness from epidural needle and soreness at the neck area from venous access. Initial symptoms have been resolved. The pt was administered toradol for pain management. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.